Manufacturer narrative:
The va took care of the customer. They will not release the device to pride for evaluation. Device not made available for evaluation.

Event description:
Consumer was going up the elevator to the metro and when he got off of the elevator the chair allegedly took off to the left and went down on the track.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer was going up the elevator to the metro and when he got off of the elevator the chair allegedly took off to the left and went down on the track.